Event description:
It was reported that the patient had this cardiac resynchronization therapy pacemaker (crt-p) implanted at (B)(6) hospital in (B)(6) 2017. Since implant, the patient has reported experiencing fatigue, heart palpitations, and multiple strokes. At this time, evidence suggests the pacemaker remains implanted and in service. No other patient effects were reported.